Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 2000mcg/ml at 990.5mcg/day via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported that a motor stall was seen at initial interrogation. A motor stall on (B)(6)2017 and tube set on (B)(6)2017. The patient recently had an MRI and the MRI was not done due to a suspected problem with the device or therapy. The healthcare provider had read the logs and the motor stall recovery had occurred. It was not less than 2 hours since the patient exited the MRI field. Device troubleshooting was reviewed and it was discussed re-interrogating the pump with log. Recovery occurred at re-interrogation. Per the healthcare provider the pump had not been audibly alarming. Troubleshooting resolved the reported event. No patient symptoms and no further complications were reported.